Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Customer's blood glucose level was over 500 mg/dl to "high". Customer went to the emergency room with trace ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 7 days later with the issue resolved and no permanent damage. A cartridge change was performed and customer continued to use the pump for insulin therapy.